Event description:
Customer reported to beckman coulter, inc. (Bec) that they replaced the peristaltic tubing and filters on the coulter ac t diff analyzer. Customer reported that they then performed several start-ups and observed the white blood cell (wbc) bath, red blood cell (rbc) bath, and the vacuum isolator chamber (vic) overflowed. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Bec cts instructed the customer to verify the peristaltic tubing connection. Customer reported that the waste pump peristaltic tubing was connected backwards. Customer reported that the wbc bath, the rbc bath and the vacuum isolator chamber drained after the peristaltic tubing was connected in the correct position. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).